Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while attempting to place a bd insyte autoguard bc shielded IV catheter in a patient's left forearm, a flash of blood was visualized but the nurse met resistance while trying to advance the catheter. The nurse also met resistance while attempting to remove the catheter and the patient complained of pain. Upon removal of the catheter, approximately 1cm of the tip of the catheter was noticed to be missing. The patient received an ultrasound which showed edema to the area and located the retained broken catheter in the patient's skin and not in a vein. The patient had a consultation with a general surgeon and reported no additional pain at the site. The decision was made to leave the retained piece of broken catheter in place as the surgeon felt that even if the catheter became dislodged, it would not cause a problem.